Event description:
A caller reported that the pump became hot to touch. There was no adverse impact to the customer¿s blood glucose level. The caller was advised to monitor the system and contact support if the issue recurs.